Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Upon review by the manufacturer's investigation unit, it was determined that the lancet protrudes beyond the end cap of the fastclix device. No adverse event reported. The suspect device has been returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.